Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an error code "patient release activated" displayed when the arm of the laser went down. It was noted that some "material was stored under the screen above the laser head which prevented the arm of the laser from coming down". Follow up information received states that the patient underwent some stress because the patient was stuck under the laser. It was also noted that the cache of the foot of the system was between the mobile frame below the screen and over the laser head which blocked the descent of the arm when it came in contact with the cache. The cache was moved so that the arm movement is freely made.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) was able to duplicate the reported event and found an error in the log file. The fse found that the equipment was stored under the screen, above the laser head, which prevented the arm from descending to the bottom. (B)(4).